Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event.

Event description:
Customer reported that the compression screw would not advance through the nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Customer reported that the compression screw would not advance through the nail.